Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in sample container in three segments. A significant amount of solution is dried on the iol. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is not returned. The optic is torn/split-cut dividing the iol in three and is cracked/fractured- rejectable. We are unable to determine the root cause for the reported complaint "there was crack in optic". The observed damage is consistent with lens having been explanted. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, a crack was found in the iol optic. The lens was removed during the initial procedure, and replaced with another lens. The eye involved and the patient identifier were not available. Additional information has been requested.